Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during a cardiomems implant procedure the patient's atrial lead was dislodged. The procedure was successfully completed, however the patient had to undergo surgical intervention to address the atrial lead and stayed overnight at the hospital.